Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had a loss of therapeutic effect, and the hcp suspected that the leads had migrated because the patient wasn¿t feeling stimulation in their upper back. An x-ray was performed, and it was determined that one of the leads had migrated from t7 ¿ 9 to l2 ¿ 3. The other lead migrated from t7 ¿ 9 to right above the ins. The patient was instructed to turn the ins off, and the hcp planned to perform a lead revision. No further complications are anticipated.